Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The cause of peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with several unspecified drugs/antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time, the patient outcome and action taken with pd therapy were not reported. No additional information is available.